Event description:
The baxter technical service representative (tsr) had the home patient (hp) recycle power and system error (se) 2367 alarmed. The tsr advised the hp to disconnect and then restart the setup with all new supplies. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.